Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unable to confirm belt clip anomaly due to unit received without the original belt clip. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 148 mg/dl. The customer was advised that in order to troubleshoot their insulin pump, set and reservoir may request that they change the set and /or reservoir. After the troubleshooting was done, customer stated that the device alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.